Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v466243, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, product type: programmer, patient. Product ID: 3037, product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction. The consumer reported that the poor communication screen was seen on the patient programmer. The patient had poor communication. He used an antenna which was confirmed to be secure. When patient services asked the patient to retrieve his programmer he said it would take him some time because he had mobility problems. Additional information received reported that the patient had a loss of therapy. The patient had received his replacement programmer by this time but the new patient programmer also showed a poor communication screen and had poor communication both with and without the antenna attached. Patient services mentioned that the patient should have his device checked as this could be an indication of depletion. The patient had stopped feeling stimulation and his bladder symptoms had returned a few weeks ago. Additional information received on (B)(6) 2015 reported that the patient was working with health care provider and representative and it was determined that patient needed a battery replacement. The surgery was scheduled for (B)(6).the patient was satisfied with the progress. Additional information received on (B)(6) 2015 indicated that he had the device replaced and everything was going well and patient had no problems but information was unclear why the device was replaced. A follow-up report will be sent if additional information becomes available.